Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was difficult to place the lead in the targeted area of the atrim and then it was difficult to see the helix extended. The ra lead was able to be successfully placed. When the terminal pin was being inserted into the port of the pacemaker, the physician found it difficult to insert the pin all the way into the connector block. The lead was able to be fully inserted and all measurements were in normal range. No adverse patient effects were reported.